Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was over 600, 400 or 500 mg/dl. The customer treated high blood glucose with manual injection and bolus. The insulin pump will not be returned for analysis.